Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2012. According to the complainant, the patient experienced pain & suffering, economic damages, including medical expenses & out of pocket expenses. The physician's office indicated that on (B)(6) 2012, the patient presented with difficulty voiding, and on (B)(6) 2012, she presented wit pain and urinary tract infection. Per the physician's office, they have not seen the patient since (B)(6) 2012. No further information is available.